Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was not responsive to telemetry and appeared no to be pacing. The magnet tone was not heard with programming head application. Patient has been non-compliant with normal follow up regimen and reported that the device has not been checked since it was implanted. The device was possible at elective replacement indicator (eri). The device was removed and replaced at a later date. No patient complications have been reported as a result of this event.